Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the reel went into the patients oropharynx with the tubing and anvil got stuck. It was also reported that the patient was able to cough it up in the post anesthesia care unit before any surgical intervention had to be done. There was no patient injury.